Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced power supply ps3. Problem resolved. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9800 c arm would not move in the down direction. There was no adverse pt involvement reported.